Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses (tgu343420/12263605 and tgu404020/12363310) to treat a type b uncomplicated aortic dissection. Prior to the procedure, the patient underwent a left common carotid-to-left subclavian artery bypass. According to the physician, the patient continued after the procedure with both true and false lumen flow to his visceral and renal arteries with the dissection down to the left common iliac artery and left common femoral arteries. On an unknown date in (B)(6) 2014, computed tomography (CT) scan identified a retrograde type a dissection. On (B)(6) 2014, the patient underwent hemi-arch replacement with aortic valve re-suspension to treat the type a dissection. The patient tolerated the procedure; however, it was noted that the patient had blood flow into his aneurysm by way of his left subclavian artery. On (B)(6) 2014, the patient was admitted to hospital with hypertension and chest pain. A CT scan reportedly confirmed a type ii endoleak from the left subclavian artery into the false lumen of the type b dissection. On (B)(6) 2014, the patient underwent a coil embolization of the left subclavian artery to treat the type ii endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant products: patient medications include acetaminophen, ambien, amlodipine, aspirin, carisoprodol, carvedilol, clonidine, ferrous sulfate, furosemide, lisinopril, pantoprazole, and zolpidem. Additional conformable tag® device included in this report: tgu404020/12363310. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel, and reoperation. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.